Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they reservoir had received insulin flow blocked alarm during basal. The customer¿s blood glucose level was unknown. Customer also reported that insulin did not exit with plunger push. Customer troubleshoot was performed. The reservoir will not be returned for analysis.